Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume inlet (w/large bore spike) leaked at the connector wit the valve holder. This was observed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 31, 2021 - september 01, 2021. H10: the device was received for evaluation. Unaided visual inspection was performed which observed that the inlet spike was detached from the inlet tubing. Due to the natured of the returned sample no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of solvent being applied to the outer diameter of tube when it was inserted to the spike during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.